Manufacturer narrative:
The root cause was undeterminable with the information that was available. Synthes manufacturing location. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Synthes manufacturing location corrected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4) - the patient was given a nerve block and prepared for surgery when it was identified that the sterile humeral nail was not in the bin of implants. The surgery was rescheduled and completed successfully. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient's humeral nailing surgery was delayed for 18 hours due to a missing implant. The patient had received a nerve block in preparation for surgery on (B)(6) 2017. Shortly after the patient received the nerve block, it was discovered that the bin containing humeral nail ex blade, screws, end caps did not contain the needed sterile humeral nail ex implants. The surgery was rescheduled for (B)(6) 2017. The surgery was successfully completed on (B)(6) 2017 without incident. This complaint involves one (1) part. This report is 1 of 1 for (B)(4).